Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during an etoposide infusion, the administration set leaked at the filter. The set was used on a pt at the time of the event. No pt or clinician harm was reported. The etoposide was a high dose, high concentration solution per pharmacy. Exact concentration and other infusion details not known at this time. No further pt/event info was reported.